Event description:
It has been reported to philips that the wireless footswitch could not connect to the base station and could not charge, despite being put on charge overnight. Two chargers were tested and neither of them charged the subject wireless footswitch, however they could be used to charge another wireless footswitch without issue. The wi-fi led indicator was red, which indicates an error in the wireless connection. The customer currently uses the wired footswitch instead of the wireless footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. As per information collected, the issue occurred during a planned non-emergency procedure. The wireless footswitch was completely discharged and all the leds on the footswitch were off. The procedure was completed with a second wireless footswitch that the customer had installed. The battery was replaced and then the wi-fi led indicator turned red, which indicates an error in the wireless connection. The wireless footswitch was charged overnight for more than 24 hours. However the footswitch did not take charge and it was impossible to pair the footswitch with the base station. The connection was not re-established. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. The root cause of this issue is unknown. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. Philips has attempted to obtain patient information. However, the customer has not provided the requested information. Codes were updated based on the investigation outcome.